Manufacturer narrative:
This report is being submitted to report additional and information. Follow up with customer confirmed that the item and lot number was previously reported incorrectly. Zimvie received one implant for evaluation. A visual evaluation was performed, the implant exhibited signs of usage. There was some damage around the collar and drive feature. No apparent signs of malfunction were noticed with the implant that would contribute to the reported event. The returned bundled mount was identified fractured at the hex region. Hex piece was not returned. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that over torqued implant broke and was removed. Tooth site #30.

Manufacturer narrative:
Zimvie complaint cmp-(B)(6) . A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k101880.